Event description:
It was reported that a shaft break occurred requiring additional intervention. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent was tracking through the guide catheter, resistance was noted and the physician felt the monorail shaft shift. Fluoroscopy was performed and it was noted that the shaft had broken inside the guide catheter. A balloon was inserted into the guide catheter past the stent and was inflated; eventually, the device and guide were removed from the patient's body successfully. The physician then re-wired the lad. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was 0.0415inch and this is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located approximately 43.5cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device could not be loaded on a 0.014inch test guidewire due to the damaged noted to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred requiring additional intervention. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent was tracking through the guide catheter, resistance was noted and the physician felt the monorail shaft shift. Fluoroscopy was performed and it was noted that the shaft had broken inside the guide catheter. A balloon was inserted into the guide catheter past the stent and was inflated; eventually, the device and guide were removed from the patient's body successfully. The physician then re-wired the lad. The procedure was completed with another of the same device. No patient complications were reported.